Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure and the fill tubing was found defective.

Event description:
It was reported that during inspection, the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure and the fill tubing was found defective. There was no patient involvement.

Manufacturer narrative:
Corrected sections: h6(health clinical & impact).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the fill line tubing to resolve the issue. The iabp was then released to the customer and cleared for clinical service.